Event description:
As reported, button #1 of a 6/7f mynx control vascular closure device (vcd) was partially pressed and the device split vertically in half. Therefore, manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The device was stored, prepared and used according to the instructions for use (IFU). The vcd was used in a percutaneous coronary interventional procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 6f non-cordis sheath. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, button #1 of a 6f/7f mynx control vascular closure device (vcd) was partially pressed (half-way) and the handle split in half. Therefore, manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The device was stored, prepared and used according to the instructions for use (IFU). The vcd was used in a percutaneous coronary interventional (pci) procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 6f non-cordis sheath. There was little vessel tortuosity. No damage was noted to the button. The button depressed halfway. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The device storage temperature did not exceed 25°c. There were no kinks in the sheath or device after removal. No excess force was applied during use of the device. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was partially depressed and button 2 was not depressed. The stopcock was found in the open position with a cordis mynx syringe attached to the unit. The sealant was partially deployed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a ¿slight frayed/split/torn¿ condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Although the complaint involved a ¿handle cracked¿ condition, no cracks were found on the handle during the visual inspection. Per functional analysis, a simulated deployment test to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed, respectively. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was able to be depressed fully through functional analysis. Also, the reported event of ¿handle-cracked¿ was not observed through analysis of the returned device since there were no anomalies noted to the handle. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced or the cracked handle since the button was able to be fully depressed and there were no issues noted to the handle. However, handling factors (even though it was reported that the tension indicator was aligned with the markers on the handle halves before attempting to deploy) and excessive force when attempting to depress the button (which could have resulted in the handle splitting at the connection) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ also, the IFU states, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. Neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, button #1 of a 6/7f mynx control vascular closure device (vcd) was partially pressed (half-way) and the handle split in half. Therefore, manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The device was stored, prepared and used according to the instructions for use (IFU). The vcd was used in a percutaneous coronary interventional procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 6f non-cordis sheath. There was little vessel tortuosity. No damage was noted to the button. The button depressed halfway. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The device storage temperature did not exceed 25¿°c. There were no kinks in the sheath or device after removal. No excess force was applied during use of the device. The device is being returned for evaluation.